Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that portex uncuffed d.i.c. Tracheostomy tube was cracked. The fault was noticed after the patient "felt different, irritated" and woke up several times at night. The tracheostomy tube had been in use for just under four weeks. No patient injury was reported.